Event description:
Heel warmer did not activate. Healthcare provider tried two other heel warmers from same lot code. None worked. Healthcare provider obtained product with different lot number. Activated appropriately.